Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off. The reservoir does not stay locked in. The unit was received with operating currents within specification. The insulin pump also passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The following physical damage was noted: missing end cap sticker, cracked case at reservoir tube window corners, missing o-ring (reservoir tube) and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir compartment was broken and the reservoir would not stay locked in. The patient's blood glucose at the time of incident was 395 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the reservoir compartment damage occurred while she was wearing the insulin pump in her bra; she was attempting to maneuver the device to the top of her bra and damaged the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.